Event description:
It was reported that there was condensation in the packaging. The 6 fr x 11 cm super sheath introducer sheath was selected for use. Condensation was noted inside the internal packaging at the hub of the sheath. No patient was involved at the time of the event.